Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with ECG electrodes and disposable defibrillation/pacing electrodes. A shock was delivered then external pacing administered. According to the reporter, the device stopped pacing the pt. Pt outcome is unknown but there was no report that the pt outcome was affected by the associated incident.